Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient's battery was not recognized by the controller. The patient tried a different battery and controller still failed to recognize the battery. The patient performed a controller exchange and the issue resolved. There was no reported patient injury as a result of this event. The controller was not returned for evaluation even despite multiple attempts to obtain it, therefore testing could not be performed and log files were not available for analysis. The root cause of the reported "poor mechanical connection" cannot be conclusively determined as the device was not returned. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's battery was not recognized by the controller. The patient tried a different battery and controller still failed to recognize the battery. The patient performed a controller exchange and the issue resolved. The controller was not returned to the manufacturer for evaluation after multiple attempts to obtain it. There was no reported patient injury as a result of this event.